Event description:
A report was received regarding an im nailing to the left femur on a patient following a motor vehicle accident. It was reported that during the tfn procedure, the set screw broke. X-rays were taken to confirm that the set screw was properly seated. The set screw was locked down but reportedly, not functioning as intended. On x-ray, it appeared that the set screw was not fully inserted and confirmed that the set screw was not functioning by the manual routine set screw. The surgeon removed both the set screw and the nail. It was found that the tang had broken into several pieces inside the nail. The surgeon removed the set screw and nail and exchanged with the equivalent product. The surgeon removed the existing locking mechanism that came with the nail and manually inserted the set screw. It was reported that the case proceeded to completion without further incident. This is report # 1 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This report is #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.